Event description:
Fmc clinic submitting product complaint for "blood leak" during the ninth use of the dialyzer. Further complaint detail to be requested. Hcp reported the extracorporeal circuit was discarded or 240cc. There were no associated adverse effects to the pt and no medical intervention was required. The dialyzer had been reprocessed with low level formaldehyde (<1.0 %) and incubation x24 hrs. Pt info received to file MDR (due to blood loss reported). Complaint dialyzer was saved for evaluation and disinfected for shipping.